Event description:
It was reported that the battery gauge was fluctuating. There was no adverse impact to the customer¿s blood glucose level. The customer declined follow-up and no further corrective action was taken by technical support.